Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. Also, the motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported battery issue was determined to be a manufacturing and design issue. The root cause of the reported plunger issue was determined to be a manufacturing and quality issue. The event can be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: taiwan.

Event description:
It was reported that during surgery, the pulsavac handgun malfunctioned when the trigger was pushed. During product evaluation and visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There was no report of harm to the patient or surgical delay. No additional information available is indicated. Diligence is complete. There was no adverse event associated with this malfunction.